Event description:
It was reported that prior to a port placement procedure in internal jugular vein, the guidewire was found to be bent and burred. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti power port isp implantable port kit was received for evaluation. Visual, microscopic and dimensional evaluations were performed. A bend was noted on the distal portion of the j-tip guidewire. A round core wire was noted to be protruding the bent portion of the guidewire and the distal portion of the round core wire appeared to be kinked. No uncoiling was noted throughout. Two electronic photos were provided for review. Manufacturing site evaluation states, a closer view revealed a core wire protruding from the spiral wire of the guidewire and it was observed that a bend was noted just where the spiral cable protruded, it was also observed that the j-tip of the guide wire was deformed. Therefore, the investigation is confirmed for the reported guidewire deformation and identified fracture, material separation and material unraveled issues. However, the investigation is inconclusive for the reported device damage prior to use issue as the exact circumstance at the time of the event reported was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.